Manufacturer narrative:
It was reported that during routine check the cs300 intra-aortic balloon pump (iabp) had a issue of alarm - unknown / unspecified. There was no patient involvement. A getinge field service engineer (fse) stated no parts broken, the problem is that this equipment isn't under getinge agreement and they didn´t do any action or preventive since 2019. Fse informed the customer that the equipment can't be used in this conditions. Fse did a preventive maintenance and says once the customer signed the report he will upload it. This report is only to diagnostic, a preventive maintenance needed and he inform the customer. In this report ins't the preventive maintenance, there is another (B)(4) to the preventive maintenance. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) alarm went off. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
It was reported that during routine check the cs300 intra-aortic balloon pump (iabp) had a issue of alarm - unknown / unspecified. A getinge field service engineer (fse) evaluated the unit the ballom pump haven't the preventive maintenance since 2019, it was fully of dust, the safety disk was expired and with over hours, the membranes of compressor need to be changed. So many problems generated because the preventive maintenance was not done. Fse informed the customer sometimes that they need to do the preventive maintenance last years. The alarm in the cs300 was blood detected but not blood in the equipment after start up, to much dust generate the alarm. The preventive maintenance was done and the cs300 is working perfect now. The service order only inform the customer that the cs300 need the preventive maintenance, no fault with the cs300 because something was broken, only needed preventive maintenance.